Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was discovered in the PICC in the CT port after the patient had a CT scan. On (B)(6) 2019 - additional information received stated, "a triple lumen PICC line was exchanged on this date due to the middle, CT approved port showed a sizable hole in the catheter after a CT injection of contrast. The original PICC line was placed on (B)(6) 2019. The patient was not harmed, however, required a new line to be placed.".

Event description:
It was reported that a hole was discovered in the PICC in the CT port after the patient had a CT scan. 4/30/2019-additional information received stated, "a triple lumen PICC line was exchanged on this date due to the middle, CT approved port showed a sizable hole in the catheter after a CT injection of contrast. The original PICC line was placed on (B)(6) 2019. The patient was not harmed, however, required a new line to be placed."

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr t/l powerpicc catheter. The sample had previously been trimmed at the 21cm depth marking and usage residue was seen throughout. Gross visual evaluation of the device revealed a permanent kink impression at the 1cm depth marking and a longitudinally-aligned split at the 4cm depth marking. Microscopic examination of the split revealed that it was centered about a permanent kink impression at the same location. Kinking the catheter at that location showed that the split length matched the length of stressed catheter material at the kink site. From the observed damage, it appeared that the catheter had split due to cyclic kinking which had gradually formed a crack at that site.